Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned device consisted of a guidezilla ii guide extension catheter. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (slightly flattened), distal shaft damage (flattened) located 11cm from the tip, and collar damage (partially separated/bent) from the distal shaft. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed 25jun2020. It was reported that the coil was coming out of the bottom of the guidezilla. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the course of the procedure, it was noted that the coil was coming out of the bottom of the catheter. No patient complications were reported. However, device analysis revealed that there was collar partial separation.